Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an obstructed channel, no water flow through auxiliary water channel. During inspection and evaluation, the air/water nozzle-channel tube was blocked with foreign debris. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: nozzle has a dent, and bending section had tension, slack and scratches. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed as foreign material around the air/water nozzle and in the biopsy channel, but could not be further identified. This was presumed to have been due to reprocessing that could not be completed due to a leakage in the device at the biopsy channel. A further cause of this leakage could not be presumed. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.